Manufacturer narrative:
(B)(4)

Event description:
The rv was dislodged causing sensing and impedance issues as a result of a patient fall. The lead was explanted and a new rv lead was implanted. The patient is in stable condition.

Manufacturer narrative:
The complaint of lead dislodgment could not be confirmed due to the inability to perform helix mechanism testing due to condition of helix as received. The complaint of sensing anomaly and high defib impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found all damage noted to lead body consistent with that occurring at time of explant.